Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 400 mg/dl and 86 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The returned test strips had passed their expiration date before manufacturer could complete the investigation on the returned strips. Manufacturer tested returned meter with a non-expired retention strip lot and all results were acceptable.